Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited main body water ingress, main body wear (adhesive peeling around lens), electrical contact corrosion and electrical contact deposits. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the main body water ingress, main body wear (adhesive peeling around lens), electrical contact corrosion was cause traced to component failure and for electrical contact deposits was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.